Manufacturer narrative:
The company service representative examined the system and the footswitch and was not able to replicate the reported event. There was no mention of handpiece testing. The system and footswitch were tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The system was found to meet specifications, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that aspiration kept cutting out during phacoemulsification and when testing outside the eye. This occurred whether using continuous irrigation or manual control. They swapped out all products and reset the machine however, the problem persisted. Another surgeon took over and the same problem continued, then it started working again. The case was completed without harm to the patient. There was no system error message however, "occluded" kept showing on the screen. Additional information has been requested.